Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the device motor was seized, jammed and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause was due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device motor was blocked, seized, and rough running. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the manufacturing facility was documented as (B)(4) in the initial report. It has been updated to unknown. Additional information received: technician's notes: error description: motor, transmission blocked. Reverse trigger defective.housing worn, labeling. Marking - poorly visible. This information does not change the root cause of the failure. If additional information should become available, a supplemental medwatch report will be submitted accordingly.